Manufacturer narrative:
The biomedical engineer was contacted and states that the event date happened on (B)(6) 2016.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.